Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the alphavent knotless anchor broke off while being screwed in (the screw, not the eyelet). All pieces were retrieved.